Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory revealed a pacing problem. The parameter history shows the device was programmed to dual chamber mode until (B)(6) 2016. On (B)(6) 2016, the atrial and ventricular output were decreased then additional device reprogramming was to the emergency settings which remained until (B)(6) 2016.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was programmed in a manner which was determined to be not optimal for the patient's needs. The high outputs programmed resulted in lowering the ipg longevity. The patient reportedly had a fall. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.